Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is conservatively filed for the patient death. It was reported that one mitraclip was successfully implanted on (B)(6) 2017, reducing mitral regurgitation (mr) from grade 4 to grade 1. Sometime after clip implantation, the patient experienced infective endocarditis, which was unresponsive to antibiotic therapy and resulted in uncontrolled septicemia. Vegetation was noted around the implanted clip. The patient was also experiencing left ventricle dysfunction. On (B)(6) 2017, the patient died. In the physicians opinion, the endocarditis was not related to the mitraclip and the mitraclip did not cause or contribute to the patient death. An autopsy was not performed. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effects of endocarditis and death, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director who states that the mitraclip procedure was successful. The treating physician deemed the endocarditis and death to be unrelated to the device. It is likely that an undetermined infection led to endocarditis and ultimately death. Based on the information reviewed, a definitive cause for the reported endocarditis could not be determined; however, the reported death was determined to be due to the endocarditis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed 30-day medical device report, additional information was received that echocardiogram on (B)(6) 2017 found evidence of vegetation around the mitraclip. No additional information was provided.